Event description:
It was reported that the patient had two magnetic resonance imaging (MRI) studies in two days. After the first MRI, the motor stall recovered within one hour after the MRI. After the second MRI on the next day, the motor stall recovered approximately eight days after the MRI. During that time, no alarm was heard by the patient or the physician. When the physician simulated the alarm via the programming interface it was audible. The patient had no withdrawal syndrome. The long period of motor stall was detected during a refill appointment. Troubleshooting was ongoing. There were no patient symptoms/injuries related to this event. It was unknown why the motor stall recovery showed the delay and why no alarm was active. The newest logs indicated a regular function of the pump. The drug in the pump was lioresal.

Manufacturer narrative:
(B)(4).